Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on the cable; failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the blurred image was due to a faulty charged coupled device sensor. Based on the results of the investigation, a root cause for the malfunctions identified during the device evaluation could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had a blurred image. Patient outcome: no serious injury/no adverse patient effects. The event occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.